Manufacturer narrative:
Explant date: if explanted; give date: the explant is planned. There is no indication that it has taken place. (B)(4). Attempts have been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a surprise outcome after implantation of symfony lens. The patient is 1 week post-operative. The patient had lasik. Although the distance vision seems fine, the near vision is 20/80 uncorrected. The doctor mentioned he was doing a lens exchange. Three attempts were made to connect with the doctor for additional information; however, a response was not received. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.